Manufacturer narrative:
Eval summary: surgical notes did not reveal any complications except that the pt has medical problems including (B)(6), chronic cirrhosis, metastatic cancer of the low colon, and extreme obesity. These medical conditions could have contributed to the pt's revision. In addition to the late onset of infection the sterilization process for the reported devices was validated in accordance with FDA regulations and ios standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the devices contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to a deep infection.